Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 16-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings: image spots, passed wet leak test, endoscope failed electrical safety test - plct, bending rubber glue cracking at insertion tube side, passed dry leak test, video image has a white or red dot, air/ water socket cylinder residue deposit, accessories scope case leg broken, right /left angulation knob play, up/ down angulation knob play. The device underwent repairs including the following components: o-rings and seals, shield pipe for ccd, bending rubber, pcb for ccd drive pb-free, electrical connector assy. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 14-dec-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) on 17-feb-2009 under normal conditions. The endoscope was reworked for ccd replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-feb-2009. The endoscope is awaiting repair and approved by final qc as of 04-jan-2022. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description indicating that there was no video image involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). The customer stated stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. Evaluation summary: customer reported no video image. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the ccd module pixels. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the bending rubber cracked; however, it is not the main cause, and/or irrelevant to the alleged complaint.